Manufacturer narrative:
(B)(4). Devices not received, log review only. The customer has requested an event log review. Devices were requested, however, the customer cannot ship devices currently due to hosp policy. The event logs and data set have been received and the eval is pending. A f/u report will be submitted with investigation results once the eval has been completed.

Event description:
A biomed reported a possible propofol overinfusion and requested a log review. The nurse event report states the following: "although the pump settings were double checked by two providers, it is possible that it was misprogrammed - most likely in the concentration settings. I believe that the propofol should be pre-programmed to be 10 mg/ml in the pump settings since it is never diluted". The anesthesiologist stated that the reported overinfusion was discovered by his resident and himself. He stated that they both thought that it was infusing too fast so they checked the settings on the device and all seemed correct. They confirmed the setting to display exactly the dosing intended, 50 mcg/kg/min, however, they eventually turned it off because it appeared that too much volume was leaving the medication vial. The anesthesiologist further reported that the pt required extended time in the operating room with the anesthesia team and went straight to the ICU instead of the pacu. The pt had no ill outcome, add'l treatment, or increased level of care. The pt was extubated in the ICU and did not require the use of the ICU ventilator. No further pt or event details were available.